Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an "incompatible sensor" message with the freestyle libre sensor. Sensor readings were unable to be obtained, and the customer was vomiting and weak. The customer was taken to a hospital where a healthcare meter result of 500 mg/dl was obtained and customer diagnosed with hyperglycemia, as well as esophagus rupture. The caller reported customer had endoscopy done, was provided omeprazole (proton-pump inhibitor), but did not have further treatment information as caller was not allowed to stay with customer. There was no report of death or permanent injury associated with this event.